Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer cleared the ghost failure error and performed corrective actions on the latch assembly for door1. After logging into the windows desktop to access the hardware testing application, the fse opened the latch assembly, cleaned oxidation from the micro switches, retightened the wire harness and connectors, and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door and drawer failure occurred in drawer 3.2, pocket a6, which repeatedly failed and prevented medication dispensing. A reboot and recovery were performed. However, there were no adverse events or injuries reported based on this event.